Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, elevated threshold and decreased r wave sensing were observed on the rv channel. The physician elected to cap (B)(6) 2019) and replace the lead. The patient has been discharged.